Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor. It was reported that patient had return of symptom a day prior to this call. Patient stated she turned on the water and her bladder released and it should not do that. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.